Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break or leak in the catheter was inconclusive due to the condition of the returned sample. A photograph of the alleged sample was the only item returned for investigation. A review of the provided photograph showed the proximal segment of a 4 fr s/l groshong nxt PICC, which appears to be resting on a sheet of tyvek. The 2-piece connector was attached and assembled on the 4 fr tubing. The entire length of the catheter was not in the photograph. Approximately 4cm of tubing was visible distal to the strain relief oversleeve. A red circle was superimposed over the section of tubing distal to the strain relief oversleeve. No leak, breach, break or damage could be discerned in the photograph. A non-bas injection cap was attached to the red connector. It appears that the connector was partially removed from the extension leg and white sleeve, which could be associated with the reported event, but without the physical sample, the cause of the reported damage could not be verified and the complaint is inconclusive.

Event description:
It was reported that on b)(6) 2017 the PICC was 'broken' in the blue catheter, a few centimetres away from the extension leg. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezk0990 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (rezk0990) have been reported from the same (B)(4) facility.

Event description:
It was reported that on (B)(6) 2006 the PICC was 'broken' in the blue catheter, a few centimetres away from the extension leg. There was no reported patient injury.